Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor video cable was connected to an alternate video output. The system was rebooted to the main menu. During this process there were error messages displayed that indicated the nav ram had issues. The customer was notified. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. No patient injury was reported.